Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device was unable to be performed by endologix as the explanted devices were not returned. A clinical evaluation of the adverse event/incident was completed. Due to the lack of relevant medical records and/or medical imaging received by endologix the aneurysm enlargement, nonspecific infection, right renal artery occlusion, additional surgical procedure (spine reconstruction) and surgical conversion with explant complaints are unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. The final patient status was reported as alive and with preserved renal function and no requirement for dialysis. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation¿s outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant tests and lab data - additional. G3: awareness date ¿ updated. H6: investigation type codes ¿ remove 4118. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The explanted devices will not be returned for evaluation. Patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2018 with the implant of an alto abdominal aortic stent graft system and two additional ovation ix iliac limbs. Reportedly, the patient had back pain and the MRI performed on (B)(6) 2025 identified osteomyelitis of the spine. Additionally, the aaa was expanding despite the endovascular aneurysm repair in parallel stent graft configuration with renal arteries. The right renal stent and artery were thrombosed and there was a presumed infection. On (B)(6) 2026, explant of the alto devices, omental coverage and spine reconstruction were performed. Only the alto supra-renal stent remains implanted. Patient status post explant was alive and not on dialysis. Note: per the sizing sheet (sizing date (B)(6) 2018) it was planned to implant bilateral renal I-cast stents.